Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21mg/dl. Cause was not known. Paramedics were called and they provided they administered an IV. Technical support instructed the customer to consult a healthcare professional to examine potential factors affecting blood glucose.